Manufacturer narrative:
The insulin pump was received unable to complete functional testing due to broken off reservoir tube lip. The insulin pump had cracked case on the display window corners, cracked reservoir tube window corners, broken off reservoir tube lip, cracked battery tube threads, cracked belt clip slot and missing the reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was cracked and insulin pump was not working. Customer's blood glucose was 70 mg/dl. Customer was advised that insulin pump would need to be replaced.